Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s touchscreen. No harm or injury was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's display was replaced to address the issue. Additional findings not related to the malfunction/issue: the device enclosure was damaged and required replacement. No repairs were completed because the device was scrapped.